Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization was observed after 30 minutes of use. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt."